Event description:
During a procedure for placement of a permcath catheter, the introducer sheath accessory failed to peel away from the implanted catheter. This necessitated cutting away the sheath piece by piece. There were no complications noted for the pt as a result of this procedure.